Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The fsr performed ovp and performance check, all passed. The ventilator is operational, passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming xdcr fault. It is not known if there was any patient involvement associated with the reported problem.